Manufacturer narrative:
On (B)(6) 2016, immucor technical support used a remote electronic connection method to assess the instrument test well images in question.

Event description:
On (B)(6) 2016, a customer site reported unexpected negative antibody identification test wells when testing on a galileo echo.